Event description:
Information received states that pump's door platen is bent.

Manufacturer narrative:
Impact damaged platen to bent-in and failed back pressure 40 psi test. Replaced platen assembly.